Manufacturer narrative:
Integra has completed their internal investigation on 26feb2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: a DHR review was completed on lot 105a00290877. There is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to error in expiry or releasing/distributing expired material. The expiration date of imbwm is twenty-four months from the start of manufacturing. The manufacturing start date of lot 105a00290877 was 06oct2013 and the expiration date was 10-2015. A query of the complaints database for the timeframe of 12 months (from 01dec2014 to 01dec2015) was performed using the keywords ¿expired,¿ ¿expiry¿ and ¿expiration¿ for the skin product family. One additional complaint was found. A lot specific query was performed and no additional complaints have been reported associated with lot 105a00290877. This complaint is associated with integra meshed bilayer wound matrix, which is similar to other skin products such as ibmwd, ifwm-us, imwd, and iwm-t. There were approximately (B)(4) meshed bilayer wound matrix product family units sold in the past 12 months before this complaint. As per the trending query, there was only the current complaint identified for expired product use and the imbwm product family. Therefore, the calculated complaint rate is (B)(4). Conclusion: the most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the imbwm product used in surgery was likely not checked prior to surgery and use. The expiration date for imbwm product is calculated as twenty-four months after the start of manufacturing. The lot number and expiration date of each imbwm product are clearly labeled on the outer box as well as on a patient sticker label, which is placed on the inner tyvek pouch. As described by the queries above, there have been no reported instances of mislabeling expiration dates so it is probable that the surgeon did use expired imbwm product.

Event description:
It was reported the surgery date for item was after the product expired. The expiration date of the product: 31oct2015. Additional event circumstance and patient impact have not been provided. Additional information has been requested.